Event description:
We have had several instances where staff have experienced "coring" when drawing up medication with 1.5" blunt fill needles. After puncturing the vial and pulling up medication a small piece of what looks like rubber, the same color as the rubber stopper on the vial, is noted floating in the medication syringe. Most recently this has happened with propofol and solumedrol. A certain box (lot) of these needles was sequestered and the pharmacist was easily able to replicate this problem. Therefore, we believe it is a problem with the needles. Manufacturer response for needle, aspiration and injection, disposable, n/a (per site reporter). They were not aware of a problem.